Event description:
It was reported the pt experienced new focal seizures and wanted the pump examined. The drug used and the dosage and concentration were unk. Additional information has been requested and will be made as follow up as it becomes available.

Manufacturer narrative:
(B)(4)